Event description:
It was reported that during a laparoscopic total gastrectomy, the jaws were out of alignment and there was an unexpected resistance in grasping the handle. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the 5dsg instrument was returned with the two handle halves slightly opened at the ratchet area; due to this condition, the ratchet was loose. The grasp from the device was aligned and in good visual condition. During mechanical testing the device functioned as intended and no resistance was noted when the grasping mechanism was tested. The found condition of the handle being slightly opened may have caused that the internal components lose their intended position and contribute to a failure of the ratchet mechanism. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the handle condition and the reported event of the grasper being out of alignment. The device record was reviewed and no anomalies were noted during the manufacturing process.